Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pain/pain: pelvic/abdominal pain') in a 42-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity. Concurrent conditions included diabetes, chronic cervicitis, nabothian cyst, intramural leiomyoma of uterus, paratubal cyst, adenomyosis, endometriosis and menometrorrhagia. Concomitant products included metformin since 2009 for diabetes and nsaids since (B)(6) 2012 and paracetamol (acetaminophen) since (B)(6) 2012 for pelvic pain female. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), anxiety ("psychological or psychiatric problems condition:mental anguish/psych injury"), depression ("psychological or psychiatric problems condition:depression/psych injury"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines / headaches"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue") and was found to have weight increased ("weight gain / loss (specify which one) weight gain"). In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced abdominal pain ("pain: pelvic/abdominal pain") and metrorrhagia ("bleeding: metorhagia (bleeding b/w periods)"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, menorrhagia, abdominal pain and metrorrhagia had resolved and the anxiety, depression, vaginal haemorrhage, migraine, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue and weight increased outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, metrorrhagia, migraine, nausea, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 245 lbs. Discrepancy noted in essure confirmation test mentioned as she did not undergo confirmation test as well essure device was successfully occluded. Discrepancy noted in essure confirmation test ultrasound vagina performed on (B)(6) 2013 & now reporting as unknown confirmation test performed. Patient received treatment for metrorrhagia (bleeding b/w periods), bleeding date(s) of insertion: (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 40.9 kg/sqm. Hysterosalpingogram - on an unknown date: essure device was successfully occluded.. Ultrasound scan vagina - on (B)(6) 2013: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: this case was deleted from pv bayer database. As this case 2019-002388 was found to be duplicated of case no 2017-223885 . All the information from deletion case was transferred to retain case 2017-223885. No new follow-up information was received from the reporter. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pain/pain: pelvic/abdominal pain') in a 42-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity. Concurrent conditions included diabetes, chronic cervicitis, nabothian cyst, intramural leiomyoma of uterus, paratubal cyst, adenomyosis, endometriosis and menometrorrhagia. Concomitant products included metformin since 2009 for diabetes and nsaids since june 2012 and paracetamol (acetaminophen) since june 2012 for pelvic pain female. On (B)(6) 2012, the patient had essure inserted. In june 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), anxiety ("psychological or psychiatric problems condition:mental anguish/psych injury"), depression ("psychological or psychiatric problems condition:depression/psych injury"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines / headaches"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue") and was found to have weight increased ("weight gain / loss (specify which one) weight gain"). On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("pain: pelvic/abdominal pain") and metrorrhagia ("bleeding: metorhagia (bleeding b/w periods)"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, menorrhagia, abdominal pain and metrorrhagia had resolved and the anxiety, depression, vaginal haemorrhage, migraine, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue and weight increased outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, metrorrhagia, migraine, nausea, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 245 lbs. Discrepancy noted in essure confirmation test mentioned as she did not undergo confirmation test as well essure device was successfully occluded. Patient received treatment for metrorrhagia (bleeding b/w periods). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 40.9 kg/sqm. Hysterosalpingogram - on an unknown date: essure device was successfully occluded.. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received- new events pain: pelvic/abdominal pain and bleeding: metorhagia (bleeding b/w periods) were added. Implant date was updated. Reporter's information was added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pain') in a (B)(6)-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity. Concurrent conditions included diabetes, chronic cervicitis, nabothian cyst, intramural leiomyoma of uterus, paratubal cyst, adenomyosis, endometriosis and menometrorrhagia. Concomitant products included metformin since 2009 for diabetes and nsaids since (B)(6) 2012 and paracetamol (acetaminophen) since (B)(6) 2012 for pelvic pain female. In (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), anxiety ("psychological or psychiatric problems condition:mental anguish"), depression ("psychological or psychiatric problems condition:depression"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines / headaches"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue") and was found to have weight increased ("weight gain / loss (specify which one) weight gain"). On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain and menorrhagia had resolved and the anxiety, depression, vaginal haemorrhage, migraine, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue and weight increased outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, migraine, nausea, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight (B)(6). Discrepancy noted in essure confirmation test mentioned as she did not undergo confirmation test as well essure device was successfully occluded. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 40.9 kg/sqm. Hysterosalpingogram - on an unknown date: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-jul-2019: plaintiff fact sheet and medical record was received. Medically confirmed case. Events added from pfs-depression, mental anguish, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), migraine headache, nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge, fatigue, weight gain. Reporter information, medical history, concomitant drug, essure removal date, events onset date, events outcome were added. Device category changed from device other event to incident. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.